Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia in order to excise excess skin at the abutment site (date not reported). The implanted device remains insitu. This report is submitted june 7, 2017.

Manufacturer narrative:
This report is submitted june 1, 2017, (B)(4).

Event description:
Per the clinic, the patient developed an infection with skin overgrowth at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (date not reported). The implanted device remains insitu.